Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The cause of the reported issue was isolated to the keypad. Stryker replaced the keypad to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.